Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump emitted multiple loss of prime warnings while the same cartridge was in use. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2017 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: a review of the black box showed multiple call service 132 loss of prime warnings with a low non zero force. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours and a loss of prime was not duplicated. The force calibration testing passed. The loss of prime issue was unable to be duplicated during the investigation. Unrelated to the original complaint, the battery compartment was cracked from the case seal to the grip pad. (B)(4).